Event description:
It was reported that the patient presented for a follow-up in clinic. Remote care technical services was contacted to assist with a merlin on demand (mod) transmission. The mod transmission was sent successfully but it was noted that the pacemaker exhibited telemetry lockout. The pacemaker was subsequently explanted and replaced. The patient remained stable before, during and after procedure.